Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he had inserted a new sensor and put the transmitter on the charger and it stopped flashing. Changed battery on charger and still can't get a green light. Customer confirmed that she cannot get a green light, when she puts transmitter on the sensor. Troubleshooting performed. Customer's blood glucose was 88 mg/dl. Verified that customer did not call previously with the same event. Customer was advised to change out sensor. Customer took out the sensor and determined the sensor was bent. No further information reported.